Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during device change out, noise was observed on the ventricular channel after fibrillation test with the new device. Normal electrical values were observed. Rv lead was replaced, same noise continued. The new ICD was replaced too.